Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 10 x tigertail catheters were kinked and bent on the package. It was mentioned as since the products being poorly packed, the user was not wiling to use it to risk the procedure or patient outcome.

Event description:
It was reported that 10 x tigertail catheters were kinked and bent on the package. It was mentioned as since the products being poorly packed, the user was not wiling to use it to risk the procedure or patient outcome.

Manufacturer narrative:
The reported event was inconclusive due to poor sample. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review was not required as a review of the label could not have prevented the reported event.